Event description:
It was reported that a perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The was positioned in the laa of the patient and the wds was inserted into it. The closure device was deployed in the laa. Upon deployment the device perforated the wall of the laa. The physician needed to surgically remove the closure device from the patient. During surgery the appendage was ligated. The surgery was successful and the patient was stable and doing fine following these events.

Event description:
It was reported that a perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa of the patient and the wds was inserted into it. The closure device was deployed in the laa. Upon deployment the device perforated the wall of the laa. The physician needed to surgically remove the closure device from the patient. During surgery the appendage was ligated. The surgery was successful and the patient was stable and doing fine following these events.